Manufacturer narrative:
Additional information: section h6: evaluation codes. Additional information received from the primary cardiologist indicated the sapien xt valve became stenotic, resulting in a peak gradient of about 90mmhg. The 26mm sapien xt valve had been implanted in a 21mm or 23mm surgical valve. During the initial valve in valve (viv) implant, the surgical valve frame was not able to be cracked, resulting in higher than expected gradients post deployment. It was also reported that the patient developed clinical endocarditis within a year of the viv procedure. The endocarditis was treated with antibiotics. At the time of the valve explant, the sapien xt valve was stenotic with reduced leaflet mobility. Both valves were explanted and a surgical valve was successfully implanted. At the time of the report, the patient was in stable condition and doing well. Per medical opinion, the cause of the stenosis was likely the under expansion of the sapien xt valve within the initial surgical valve. The endocarditis may have also contributed to the event, but this could not be confirmed. Per the instructions for use (IFU) and training manuals: incorrect sizing of the valve may lead to residual gradient (patient-prosthesis mismatch). Residual mean gradient may be higher in a 'thv-in-failing bioprosthesis' configuration than that observed following implantation of the valve inside a native aortic annulus using the same size device. Patients with elevated mean gradient post procedure should be carefully followed. It is important that the manufacturer, model and size of the preexisting bioprosthetic valve be determined, so that the appropriate valve can be implanted and a prosthesis-patient mismatch be avoided. Additionally, pre-procedure imaging modalities must be employed to make as accurate a determination of the inner diameter as possible. According to literature review, prosthesis¿patient mismatch (ppm) occurs when the effective orifice area (eoa) of the prosthesis is physiologically too small in relation to the patient's body size, thus resulting in abnormally high post-operative gradients. According to varc-2, severe ppm is defined in the aortic position by an indexed effective orifice area of <0.65 cm2/m2, and the incidence of severe ppm after surgical aortic valve replacement ranges between 2% and 20%. The presence of ppm is prognostically important because ppm results in higher valve gradients. The risk of ppm can be anticipated at the time of avr by calculating the predicted indexed from the normal reference value of eoa of the selected prosthesis and patient¿s body surface area. Ppm is characterized by high transprosthetic velocity and gradients, normal eoa, small indexed eoa, and normal leaflet morphology and mobility. Transesophageal echocardiography and multidetector computed tomography are particularly helpful to assess prosthetic valve leaflet morphology and mobility, which is a cornerstone of the differential diagnosis between ppm and pathologic valve obstruction. Severe symptomatic ppm following avr with a bioprosthetic valve may be treated by redo surgery or the transcatheter valve-in-valve procedure with fracturing of the surgical valve stent. Physicians are extensively trained by edwards before they are qualified to use the sapien xt thv. The patient screening manual instructs the operator on proper assessment of patient¿s anatomy, including the use of echo, aortogram and CT to appropriately measure the annulus diameter / failing surgical valve 'trueid', content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals instruct the operator on proper valve sizing being critical to avoid prosthesis-patient mismatch. In this case, the increased gradient and valve stenosis were attributed to possible ppm. The gradient was higher than expected post viv due to the inability to crack the surgical valve and fully expand the sapien xt valve. Endocarditis may have also contributed to the valve stenosis observed 2 years and 3 months post implant, and the subsequent valve explant. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Manufacturer narrative:
UDI number: (B)(4). Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported through the edwards implant patient registry, 2 years and 3 months post implant of a 26mm sapien xt valve in an existing surgical valve in the pulmonic position, the valves were explanted, and a surgical valve was implanted. The reason for the valve explant was not provided.